Event description:
A power source alert was reported by the caller. There was no reported impact to the customer's blood glucose level. The issue was resolved when the customer followed the instructions to plug the charging cable into a wall adapter and leave it connected for 30 minutes, after which the pump began charging, requiring no further assistance.